Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used during a procedure. According to the complainant, the over sheath was removed from the device prior to use. During the procedure, the clip was deployed onto the tissue; however, the clip could not be released from the catheter. The clip was pulled off of the tissue and removed from within the patient. No damage was noted to the tissue. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used during a procedure. According to the complainant, the over sheath was removed from the device prior to use. During the procedure, the clip was deployed onto the tissue; however, the clip could not be released from the catheter. The clip was pulled off of the tissue and removed from within the patient. No damage was noted to the tissue. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
Visual examination noted that the clip assembly was mashed onto the bushing. There was a kink in the control wire and the over sheath assembly was not returned. Functional analysis revealed that the clip assembly could not be deployed and the prongs could not be opened or closed. The prongs were not locked into the capsule. Investigation found the clip assembly could not be deployed as the clip was mashed onto the bushing and the control wire was kinked. Based on the condition of the returned device, the reported failure was confirmed. It is likely that due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause is operational context. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted.

Manufacturer narrative:
(B)(4) for the reported event of clip would not release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.